Event description:
Manufacturer follow up with the hospital confirmed the hospital does not have any explanted devices to return; however, explant of the devices has not been confirmed.

Event description:
It was reported by a nurse that a vns patient experienced an infection over her vns implant site. The implant site was described as red, shiny and soft to press. The patient was taken into the o.r. For drainage and at the moment, the vns surgery is suspect to have contributed to the infection. At the moment patient manipulation is suspected but has not been confirmed. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.